Event description:
Customer reports lancet protrudes beyond the end cap of the softclix ii device after firing. Customer stated the lancet became stuck in her finger until she forcefully poulled it out; did not break off in her finger. No treatment was sought or received. Device was discarded. No product will be returned; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.